Manufacturer narrative:
Concomitant products: product ID: tw4036c112x, stent graft, implanted: (B)(6) 2010. Product ID: tw4036c112x, stent graft, implanted: (B)(6) 2010. Product ID: tw4440c111x, stent graft, implanted: (B)(6) 2010. Product ID: tf3434c115x, stent graft, implanted: (B)(6) 2010. Product ID: tf3434c115x, stent graft, implanted: (B)(6) 2010.

Event description:
It was reported that the atrial lead had dislodged one day post implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.